Manufacturer narrative:
Investigation results: our quality engineer inspected the 5 photos and 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that there is a crack in the housing component on the side of port c. Bd determined that the cause of the failure was related to the use by the customer. Cracks can occur when the product has been used with lubrication solution or infusion with high ph-value or when excessive force is used when connecting. In our instructions for use the recommendation is do not over tighten connections, check connections regularly, change stopcocks every 72 hours and when lubricious or fat infusates are used change stopcock every 24 hours. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white leaks at connection to another setit was reported that there was a 3 way tap malfunction - medication leaking out of tapdetails: propofol and fentanyl attached to a 3 way tap going into the pt's r) ij cvc, propofol line changed and then writer noticed pt wet gown and released tap was leaking from fentanyl side - all lines and tap changed - nil further issues